Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had fallen off of the patient connector of a transfer set. This event was discovered during setup of peritoneal dialysis therapy, but the patient did not know when the cap became disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.